Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (9424378) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by the healthcare professional that an 85cm emboguard 87 balloon guide catheter (bgc) (bg8785c / 9424378) that was tested had deflation issue. There was no negative patient impact. On 26-may-2025, additional information was received. Per the information, the reported issue occurred pre-op. No further information is available.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 18-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b4, d9, g3, g6, h2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinks on the shaft at approximately 32 mm, 250 mm, 401 mm, and 405 mm from the distal end of the strain relief. Flattening was also observed between 377 mm and 382 mm from the distal end of the strain relief, as well as between 168 mm and 172 mm from the distal tip of the device. No further damage was noted at any other location on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned emboguard device was able to be successfully inflated and deflated as per the procedural steps in the IFU, confirming that the ability of the balloon to inflate and deflate was not impacted by the kinks present. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device, as the ball gauge was able to be advanced through the entire device without resistance. The complaint report indicated that ¿an emboguard to be tested has problems with deflating the balloon¿. Balloon inflation and deflation was performed on the returned device successfully using 0.45ml of water/dye solution (ratio 100:1). No impact on the balloon¿s ability to inflate/deflate was observed. Therefore, the complaint event cannot be confirmed. The presence of kinks and flattening are considered unrelated to the complaint event, as they are not mentioned in the complaint report. They may have been caused by device manipulation and shipment post the event complaint. The returned emboguard device passed a minimum ID check using a ball gauge, as the ball gauge was able to advance through the entire bgc main lumen without restriction. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (9424378) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.